Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not fire at all.took new instument to complete the case.there were no adverse consequences to the patient.